Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. There are units in stock. A total of 6,120 units were manufactured and distributed. Received one open and unused sample with the needle detached from the thread. Checked the needle of the sample received and noticed that it has been damaged in the attachment area due to an improper handling. The steel has been deformed and as a result, the thread broke in the attachment area. Care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third to one half of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage." Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: na. Corrective/preventive actions: na.

Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Needle detachment. When suturing, the needle is disassembled; as the needle was in the skin and the thread in the surgeon's hand.